Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.. Impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter." ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The user facility reported a 66 year old male patient that had a 5.5 pump being placed to support a surgical cardiac procedure. During delivery, there were guidewire issues that prompted the team to replace the .018 wire that had kinked at the delivery. The pump was successfully placed and eventually weaned. The patient's outcome from the procedure is unknown.

Manufacturer narrative:
Reported having issues inserting the guidewire into the pigtail and it came out with kinking. There was resistance upon delivery of the guidewire and the patient was obese. A new wire was used and the pump was implanted. The guidewire was returned and kinking was confirmed. Delivery issue - the root cause of the delivery issue was not determined due to insufficient clinical details provided. Product damage - the root cause of the product damage was not determined due to insufficient clinical details provided. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27278 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact address and country was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27278.